Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button switch was defective. The cause of the intermittent response button is the defective switch. The root cause of the defective switch could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.